Manufacturer narrative:
Requested patient information via phone calls 05/21/20, 05/22/20, and 05/26/20. No patient information available to date. The flow sensor was replaced by the customer. No ge service provided. H3 other text : block a: requested patient information via phone calls 05/21/20, 05/22/20, and 05/26/20. No patient information available to date. The flow sensor was replaced by the customer. No ge service provided.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. The unit was restarted and case resumed. There was no report of patient injury.